Event description:
A nurse called to report that the customer was hospitalized with dka. The contact stated that she is not sure if she could release more information due to hippa. The nurse did admit that the time, day, and years on the pump are completely off. Also the nurse reported multiple alarms. The customer was treated with insulin drip. The contact called back and informed that the pump passed the functional-testing. The nurse indicated that she believes the dka is due to user error.